Event description:
Caller reported a malfunction alarm indicating an issue with the pump. There was no adverse impact on the customer's blood glucose level as it did not exceed 500 mg/dl. Customer was provided with information on resetting the pump, which resolved the issue as the malfunction did not recur. Customer was advised to continue using the pump and to reach out again if the issue reappears, which was acknowledged and understood.